Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0yfxg, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported she had seen an improvement in her bowel control which was the primary reason for the implant but a negative change in bladder control. The patient also inquired about general use of the patient programmer for therapy. She was indicated for bowel dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. Additional information received from the patient approximately two months later indicated that on monday (B)(6) 2015, they had very loose bowels in the morning before leaving the house, but they were able to get to the bathroom in time. The patient stated that the same thing happened on the following two mondays ((B)(6)). They did not make it to the bathroom in time the last time. Since then, the patient reported they had taken anti-diarrhea pills in the morning and worn depends when going they were going to be out. The patient felt this had worked out well, but it was not what they had hoped for. The patient had not had any problem since (B)(6) with any diarrhea while taking the anti-diarrhea pill. The patient did not comment on what steps were taken to resolve the negative change in their bladder control, and the patient outcome remains unconfirmed. Additional information was requested, but it was not available at the time of this report. If additional information is received, the event record will be updated.